Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle precision neo h were reviewed and the dhrs showed the freestyle precision neo h passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare provider reported via email that the customer obtained a "error-3" message upon attempting to test using the freestyle neo h meter. As a result, the customer required unspecified third-party intervention. Adc attempted to contact the customer to gain further information regarding this event, however, follow-up attempts have unsuccessful thus far. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle precision neo h were reviewed and the dhrs showed the freestyle precision neo h passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare provider reported via email that the customer obtained a "error-3" message upon attempting to test using the freestyle neo h meter. As a result, the customer required unspecified third-party intervention. Adc attempted to contact the customer to gain further information regarding this event, however, follow-up attempts have unsuccessful thus far. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The meter (lbma212s09203) has been returned and investigated with the retained strips. Performed visual inspection on returned meter, and no issues were observed. The meter did power on with button depression, call bar, and strip insertion. Observed meter display an error message. Therefore, the meter further investigated and de-cased. Visual inspection performed on the returned meter and contamination was observed on the strip port. Therefore, this issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event.

Event description:
A healthcare provider reported via email that the customer obtained a "error-3" message upon attempting to test using the freestyle neo h meter. As a result, the customer required unspecified third-party intervention. Adc attempted to contact the customer to gain further information regarding this event, however, follow-up attempts have unsuccessful thus far. There was no report of death or permanent impairment associated with this event.